Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms during bolus. Customer's blood glucose was 600 mg/dl. Customer also reported that insulin pump began to rewind on its own. Customer called back reporting that cannula was bent. Customer was advised that infusion sets would be replaced.